Event description:
The customer reported a false negative alinity I total b-hcg result for one patient sample while running on the alinity I processing module. The following data was provided (</= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): the initial b-hcg result in the morning was < 2.4 miu/ml (negative). The doctor called and questioned the patient¿s negative result. The customer reran the sample on another alinity instrument, and the result was 2000 miu/ml (positive). All the qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MFR report number 3005094123-2023-00382 under a different suspect device.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and noticed an issue with fluid aspiration, dispense and detection for the r1 alinity pipettor probe. The fsr replaced the r1 alinity pipettor probe and the issue was resolved. An instrument service history review revealed no additional service tickets associated with false negative results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, alinity pipettor probe, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6)or the alinity pipettor probe was identified.

Event description:
The customer reported a false negative alinity I total b-hcg result for one patient sample while running on the alinity I processing module. The following data was provided (</= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive): the initial b-hcg result in the morning was < 2.4 miu/ml (negative). The doctor called and questioned the patient¿s negative result. The customer reran the sample on another alinity instrument, and the result was 2000 miu/ml (positive). All the qc was within range. There was no impact to patient management reported.